Event description:
It was reported to philips healthcare that the heartstart xl external paddles failed to shock during testing. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.